Manufacturer narrative:
Device serial #: for type of device: ventricular (assisst) bypass. Device model #: for type of device: ventricular (assisst) bypass. Device lot #: for type of device: ventricular (assisst) bypass. Device catalog (ref) #: for type of device: ventricular (assisst) bypass. Unique device identifier (UDI): for type of device: ventricular (assisst) bypass.

Event description:
St. Jude heartmate ii implantable pump was being primed for surgery and noted a jet with bubbles expelled from the motor while completely submerged under saline for 6 min. These jets expelled bubbles 2 more times while priming the pump. Discussed with doctor and st. Jude representative and returned the pump to the manufacturer and primed a new pump. At no point did the pump enter the patient's body.

Event description:
St. Jude heartmate ii implantable pump was being primed for surgery and noted a jet with bubbles expelled from the motor while completely submerged under saline for 6 min. These jets expelled bubbles 2 more times while priming the pump. Discussed with doctor and st. Jude representative and returned the pump to the manufacturer and primed a new pump. At no point did the pump enter the patient's body.